Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the recharger (product ID 97755-s. Serial# (B)(6) found a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call and that the issue was not resolved. Patient mentioned that they have been having problems with the controller and having to reboot it often; patient added that they get a green flashing light on the controller and then the screen will go to low battery and that has been happening since they last called and were sent the recharger. Patient noted that the issue just started happening over the last 6 months and that the recharger replacement did not resolve the issue and it takes forever to get the recharger to work. Patient stated that this issue happens all the time and that they consistently have to reboot the controller and sometimes they have to do that a couple times in a charge session. Patient reported that they don't like to charge anymore because they always have to reboot the controller and blow on the battery pack and then start over to get it to work; patient added that things haven't been going much better and it is infuriating. Patient mentioned they will be sitting still charging and then next thing they know they get low battery and hit retry and still get low battery message. A replacement controller was sent out.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for about a month or more they have been getting a message that says the controller battery is low and needs to be recharged. Caller stated they will reset the controller and clean the battery connection pins, but the next time they go to charge the implant, the message comes up again. Caller added that it doesn't take them more than 10 minutes to charge from 80% to 100%. Patient seeing false message that the controller battery is low when they try to charge ins. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller inserted the battery and confirmed controller is 90% and implant is 100%. Caller then connected recharging antenna and no device found. Caller mentioned that for over a month they've been having difficulty getting connected to the implant to charge or seeing poor recharge quality. Agent had caller enter passive recharge mode with the antenna over the relay box. Caller saw 88-88-88. Caller raised the antenna into the air and saw 1-23/24-88. Caller returned the antenna to the relay box and saw 0-99-100. Caller noted the antenna was getting hot where the cord goes into the antenna. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.